Event description:
On (B)(6) 2012, the pt's husband reported that his wife has been having issues with elevated blood glucose levels. He found the insulin cartridge was leaking insulin where the infusion tubing and the insulin cartridge connect. The elevated blood glucose levels have been as high as hi starting on (B)(6) 2012 and the insulin leakage was discovered on (B)(6) 2012. The pt's husband changed the insulin cartridge and infusion tubing and was able to correct the pt's blood glucose level, bring it down to 124 mg/dl, by blousing with the infusion device. Her blood glucose levels have remained normal. Her husband stated, he has seen air bubbles in the insulin cartridge, but he does not prime them out. He was advised on how to prime out air bubbles. A request has been sent to have a trainer assist the pt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set and the insulin cartridge were requested to be returned for evaluation.